Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported intermittent blank screen. The reported display of the word ¿service¿ was not verified or duplicated. The physio-control service representative opened the device to perform a visual inspection and reseat all of the internal connections. After reassembly, the device began to function properly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient transport, a portion of the device display would intermittently go blank. When the display returned to normal, it was observed that the word ¿service¿ was across the display. When the word ¿service¿ is displayed, it is indicative of a potential device lock-up. The patient a (B)(6) year old female, weighing (B)(6) pounds was being monitored only when the reported event took place. This issue is patient related; however there was no adverse patient outcome reported.